Event description:
It was reported to philips that there was an issue with failed to complete 3d rotation scans.the system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing 3d rotation scans. The procedure was delayed and was completed as planned. The philips field service engineer (fse) checked the system onsite and confirmed that the system is unable to perform 3d rotation. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the potentiometer was faulty. To resolve the issue, the fse replaced the potentiometer and calibrated the table geometry. The defective parts were returned for analysis, for potentiometer no failure was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.